Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. The sample was run on the biofire, which produced a molecular false positive for candida tropicalis. A gram stain and subculture were performed with all results returning negative for any yeast growth. The vial was also run through the biofire instrument again, which returned a negative result. No erroneous results were reported to clinicians, and there was no adverse impact to the patient. The following information was provided by the initial reporter: "customer reported a fp of candida tropicalis on 1 vial of media 442023. Bactec result: positive for c. Tropicalis - biofire result: negative, no yeast on gram nor in subculture. This vial did not show growth that could be detected visually." How does blood arrive at the lab? Already on the vials. What is the time delay between collection and entry into an instrument? The affected vials were from in-site patients. After collection the vials was introduce to the instrument. How many total false positives? 3 vials affected in the last week. For what sample types are they? Blood samples. Was the discrepant result reported and was there any treatment change as a result? No. Was biofire result dual positive? If so what organisms did the biofire result? No. Was any organism seen on the gram stain for this bottle? No. Did any organism grow in culture? No. C. Tropicalis was not reported for this patient. Were there any adverse patient reactions to the treatment? No. Bactec culture was positive. (But there was no visible growth on the vial). Biofire result was positive for candida tropicalis but the gram stain was negative and there was no growth on culture plates. This would be a false positive molecular result but also a true false positive bottle since nothing grew in the cultures nor anything was seen on the gram stain.

Manufacturer narrative:
H.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. A false positive response was not observed when retention samples were tested for the false positive claim. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result. The sample was run on the biofire, which produced a molecular false positive for candida tropicalis. A gram stain and subculture were performed with all results returning negative for any yeast growth. The vial was also run through the biofire instrument again, which returned a negative result. No erroneous results were reported to clinicians, and there was no adverse impact to the patient. The following information was provided by the initial reporter: "customer reported a fp of candida tropicalis on 1 vial of media 442023. Bactec result: positive for c. Tropicalis - biofire result: negative, no yeast on gram nor in subculture. This vial did not show growth that could be detected visually." ¿ how does blood arrive at the lab? Already on the vials ¿ what is the time delay between collection and entry into an instrument? The affected vials were from in-site patients. After collection the vials was introduce to the instrument. ¿ how many total false positives? 3 vials affected in the last week. ¿ for what sample types are they? Blood samples ¿ was the discrepant result reported and was there any treatment change as a result? No ¿ was biofire result dual positive? If so what organisms did the biofire result? No ¿ was any organism seen on the gram stain for this bottle? No ¿ did any organism grow in culture? No ¿ c. Tropicalis was not reported for this patient. ¿ were there any adverse patient reactions to the treatment? No "bactec culture was positive. (But there was no visible growth on the vial). Biofire result was positive for candida tropicalis but the gram stain was negative and there was no growth on culture plates. This would be a false positive molecular result but also a true false positive bottle since nothing grew in the cultures nor anything was seen on the gram stain."